Manufacturer narrative:
Results: the lantern was undamaged. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the peel-able sheath (supplied by penumbra) is not used to protect the distal shaft of the lantern during insertion into an a parent device, and the lantern is forcefully gripped or pinched, damage such as a distal ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern during the procedure. During functional testing, the lantern was able to advance through a demonstration benchmark without issue. Evaluation of the returned lantern revealed an undamaged and functional device. During functional testing, the returned lantern was able to advance through a demonstration benchmark without issue. The reported complaint could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02261.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using lantern delivery microcatheter (lantern), non-penumbra support catheter, and non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the lantern into the support catheter. Consequently, the lantern would not advance past the hub of the support catheter and the distal tip of the lantern became kinked. Therefore, it was removed. The physician attempted to advance a new lantern into the support catheter; however, the same issue occurred. Therefore, the lantern was removed. The procedure was completed using a new lantern with the same support catheter and sheath. There was no report of an adverse effect to the patient.